Manufacturer narrative:
The investigation into the reported low pump flows was completed. The pump and data stick were returned for evaluation. Analysis of the data logs confirmed impella position in aorta alarms on (B)(6) 2022 which persisted for the remainder of the case. Of note, an overall loss of motor current pulsatility was observed at the onset of the alarms and pump flows were slightly below normal limits. The pump was visually inspected, and no abnormalities were noted. Based on the available information, the root cause of the suspected low pump flow was believed to be related to the patient condition; however a definitive cause could not be established. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 47-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows and "impella position in aorta" alarms. The alarm was reportedly still active following repositioning in addition to the low pump flows. The pump was scheduled for explant the following day. There were no reports of harm to the patient.